Event description:
It was reported the patient presented with general malaise, nausea, diarrhea, chills, and was febrile. Blood cultures revealed bacteremia, gram positive staphylococcus and cocci. The patient was treated with antibiotics and the implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.